Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) required three shocks to convert the ventricular fibrillation (vf). Technical services (ts) was consulted, discussed that after the first shock there was some undersensing noticed due to low amplitude signals. The shock impedance measurements appeared to be within range. Ts discussed possible troubleshooting options. X rays were performed and ts recommended different position x rays. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) required three shocks to convert the ventricular fibrillation (vf). Technical services (ts) was consulted, discussed that after the first shock there was some undersensing noticed due to low amplitude signals. The shock impedance measurements appeared to be withing range. Ts discussed possible troubleshooting options. X rays were performed and ts recommended different position x rays. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received, the physician performed a defibrillation threshold (dft) test and was able to successfully covert the rhythm. Normal follow up will resume. This s-ICD remains in service. No adverse patient effects were reported.